Manufacturer narrative:
The patient remains on going with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient¿s pump was unable to maintain fixed speed and had a high pi. A few days later the patient presented with a stroke.